Manufacturer narrative:
Product analysis: the proximal portion of the lead was returned, analyzed, and the distal and proximal conductors of the lead developed a fracture at the first rib/clavicle location while in vivo.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high undefined impedance due to subclavian crush. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.